Event description:
It was reported that the patient experienced overnight low blood glucose, treated the hypoglycemia with multiple snacks after a measured value of 74 mg/dl, and then observed a rapid rise to 179 mg/dl followed by another decline, consistent with a rebound pattern related to the device increasing insulin delivery in response to the rapid glucose rise. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for oral carbohydrate treatment without hospitalization. Investigation included a review of pump behavior and troubleshooting with education on hypoglycemia treatment. Investigation of this case revealed that device performance was consistent with design, with the rapid post-treatment glucose rise interpreted as a meal signal that prompted additional insulin delivery, contributing to a subsequent low. It was concluded, based on previously established findings for similar reports, that user overcorrection of hypoglycemia was the cause, and the device functioned as intended.

Manufacturer narrative:
Initial.